Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during implant procedure, the lead helix could not be extended during the first attempt. The lead was not implanted and was replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.